Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bioid fingerprint authentication was slow and took 1-2 minutes to register a fingerprint. The user rebooted the station twice, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced slowness, and the biometric identification took one to two minutes to register a fingerprint. A technical support specialist (tss) addressed the issue by uninstalling the biometric identification driver from the device manager and initiating a device reboot. The tss confirmed that the driver was reinstalled after restart and verified with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.